Event description:
It was reported that scar tissue prevented one of the patient's leads from being completely removed during a procedure intended to explant the lead on (B)(6) 2023, causing a portion of the lead to remain implanted. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional component potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7407842.